Event description:
Boston scientific holmium laser fiber 273 micron, accuflex snapped in half during use. Fiber broke approximately 6" from machine (not in contact with patient). The laser was turned off and removed from the field. Another fiber used without incident. No harm to patient.the holmium laser was checked by clinical tech, and no problems were noted with it.